Manufacturer narrative:
The customer evaluated the iabp and found no sign of blood in the lines. The customer performed a full preventive maintenance check of the iabp with the system trainer attached. There were no issues found with the unit, so it was returned to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood back" alarm and the unit shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.